Event description:
It was reported that there was a cartridge issue, but the pump history could not be checked at the time due to the absence of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer called back and, upon troubleshooting, the issue was addressed, allowing technical support to close the case.